Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous, indicating a break in the inner conductor coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the helix on this right ventricular (rv) lead would not extend. The lead was removed and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.